Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device is getting a watchdog test failed (error code 100b) message. It was reported there was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. Philips service engineer was not able to evaluate nor repair the device; therefore, it could not be determined if it failed to meet specifications. The customer didn¿t accept the quote, and no work order was generated. The customer has decided to remove the device from their system and does not want to repair it. No further information will be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.